Event description:
Patient's one touch ultra meter was reported to be reading inaccurately high. Reporter had stated that the meter was reading over 700 mg/dl. Reporter was informed that the one touch ultra meter registers results up to 600 mg/dl. During troubleshooting, it was discovered that the meter had missing segments on the display. Medical affairs specialist called and left a message for the patient in 2004 to obtain more clinical information. Patient was treated by a medical professional. Unknown what the treatment was. Patient had not experienced any symptoms. This case is reported as a meter malfunction due to missing segments on the display. A letter was sent to the patient to try and contact patient.